Manufacturer narrative:
The device was not available for investigation at the time of this report. Should the device become available for evaluation, a supplemental reprot will be submitted. (B)(4).

Event description:
A report was received from the USA stating that the device experienced error codes during use on an adult patient. The ventilator reportedly shut down and restarted (reset). The biomedical engineer was called to the patient room and noted that the device continued to cycle. The decision was made to allow the ventilator to remain in use on the patient. The patient was alert and oriented and acknowledged by nodding affirmatively when asked that he was "fine". The biomedical engineer noted that the ventilator was still in use the next day without further incident and the patient had not been removed from the ventilator at any time. The ventilator settings were not available. There was no reported harm to the patient.